Event description:
The customer initially reported that their device was showing its attention icon. After an evaluation of the device, it was observed that one of the internal hlc batteries was depleted and could no longer hold a charge. This could lead to the device not having sufficient power to deliver effective defibrillation to a patient, if needed. There was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported issue was due to an internal hlc battery, designator bt1 from the analog pcb assembly. The internal hlc battery could no longer hold a charge and was depleted. The customer received a replacement device.